Manufacturer narrative:
(B)(4).

Event description:
It was reported that one of the leads was giving the patient an electric shock. The patient was in a lot of pain. The patient believed that they moved the wires during the procedure when they replaced the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device did not work. The patient experienced shocking and it did not help with the patient's pain. It was stated that the leads were not in the correct place. The device was explanted and replaced on an unknown date in (B)(6) 2009.

Manufacturer narrative:
Product ID 37743, serial# (B)(4), product type programmer, patient product ID 3777-60, lot# serial# (B)(4), implanted: 2009-(B)(6), explanted: 2009-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2009-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger. (B)(4).